Event description:
Info received indicates the pump delivered 9.2 ml during testing when it should have delivered 10 ml.

Manufacturer narrative:
Investigation is still in progress. A f/u report will be filed when more info is available.